Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "some black dots were found on it".

Event description:
Healthcare professional reported, "some black dots were found on it". The device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ foreign material on implant: observed some black particles on the surface of the shell within specification. No additional observations performed on the device. No further actions are required.

Event description:
Company representative reported healthcare professional checked the product before opening the inner tray and "some black dots were found on it". The device was not implanted.